Event description:
The technician indicated the bed has no electrical ground.

Manufacturer narrative:
The technician found the ground pin missing from the ac power cord. The technician replaced the power cord plug to repair the bed.